Event description:
The physician intended to implant a 4.0 mm diameter x 26 mm length integrity rapid exchange (rx) coronary stent to treat a calcified distal lesion with 90% stenosis. Prior to this attempt, two other stents were placed proximal to the target lesion site. The integrity stent was attempted to be delivered through the two previously implanted stents. It was reported that the integrity stent dislodged from the stent delivery system between the two previously implanted stents. It was not possible to capture and deploy the dislodged stent. No abnormalities were noted with the device during inspection or preparation prior to use. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was not returned with the delivery system. Crimp impressions were evident along the balloon. The balloon had been inflated.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism), patient's condition affected effectiveness of device (calcified lesion, 90% stenosis), related to another drug/device (stent attempted to be passed through two previously implanted stents). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (calcified lesion, 90% stenosis). Another device caused failure (stent attempted to be passed through two previously implanted stents). (B)(4).